Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the 3100b ventilator, the driver stopped and a constant audible alarm was heard. The customer stated the unit was in use on a patient; the patient was placed on another unit with no harm reported.

Manufacturer narrative:
Carefusion's failure analysis laboratory examined the driver power module and the controller printed computer board assembly (pcba) was malfunctioning. The failure analysis laboratory eplaced the control pcba and that corrected the reported failure. The root cause was a defective 3100b driver control pcba. This reported issue will be internally investigated.